Event description:
While working in a reverse trendelenburg position, the bed slid toward the foot. Clinical engineering thinks this is an equipment failure. The slide cylinder shaft snapped (broke). Clinical engineering thinks this may be due to metal fatigue.